Event description:
It was reported to st. Jude medical that during a routine follow-up, high shock lead impedance was observed. During the reoperation attempt, the x-ray analysis showed a stretched proximal coil. The lead was capped.